Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are overfilling. This was discovered during use. The following information was provided by the initial reporter: material no. 363083 batch no. 9260290. It was reported that tube was overfilling.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are overfilling. This was discovered during use. The following information was provided by the initial reporter: material no. 363083, batch no. 9260290. It was reported that tube was overfilling.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.